Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the malfunctions identified during the evaluation are due to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasound gastrovideoscope has missing adhesive (ke45) at the forceps cover. In addition, the pink rubber of the probe is chipped at the edge. There was no patient involvement.